Manufacturer narrative:
The associated complaint devices were returned for evaluation. The visual inspection of the oxinium femoral shows scratches on the articular surface and what appears to be bone cement and bone on the ap box surface. On the baseplate there appears to be bone and cement on the inferior surfaces with scratches and gouges on the superior surfaces. Also there is also bone, tissue and cement. There are scratches and wear marks on the articular surfaces of the inserts. A review of the complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical team noted that no clinically relevant supporting documentation was provided for inclusion in a medical investigation. The patient impact beyond the reported pain and the revision procedure cannot be concluded. Should clinically relevant documentation become available, the clinical/medical assessment may be re-evaluated. No further medical assessment can be rendered at this time. The cause of the reported pain could not be determined from the information provided. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Correct explant date added.

Event description:
It was reported the patient has complained of pain in the knee since the initial procedure. Revision surgery was performed. No delay, additional injuries or back up reported.